Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The target was located in a previously implanted stent in a calcified unknown vessel. The 3.75mm x8mm nc quantum apex balloon catheter was advanced to treat the target lesion. During the initial inflation the balloon ruptured "around 14 atms." The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).